Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had buttons are harder to pressed. No harm requiring medical intervention was reported. The customer stated that they did not saw the screen through damage and received unexplained no delivery alarm. The device will be returned for analysis.